Event description:
It was reported that patient presented with 9 ventricular high rate episodes where 1 episode had low amplitude noise. These episodes were spread out over a few months and occurred at different times of the day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.